Event description:
Boston scientific received information that the implantable pacemaker and this right ventricular (rv) lead exhibited low, out-of-range (oor) pacing lead impedance measurement less than 200 ohms. It was also observed that this lead had high pacing thresholds and undersensing. Subsequently, this rv lead was surgically abandoned and successfully replaced. Additional information was received indicating that the source of the clinical observation was not conclusively determined. This rv lead was taken out of service while the pacemaker remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.